Event description:
It was reported that the patient presented for a lead revision procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high pacing threshold which resulted in loss of capture. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.